Event description:
The device was used during a esophagectomy procedure. Reportedly, during firing a cracking noise was heard and the staples dropped out of the jaw. Another device was used to finish the procedure. No pt injury was reported.